Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 and a cartridge alarm 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of the alarm. Customer's blood glucose level was 205 mg/dl. Multiple contact attempts were made by tandem technical support to further troubleshoot the issues; however, no response was received from the customer.